Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, the balloon (subject device) was inflated however, the radiopaque contrast inside the inflated balloon was not visible on screen. The inflation was confirmed by the physician by movement of the intraoperative adjacent coiling activity and radiopaque contrast was still not visible. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the balloon (subject device) was inflated however, the radiopaque contrast inside the inflated balloon was not visible on screen. The inflation was confirmed by the physician by movement of the intraoperative adjacent coiling activity and radiopaque contrast was still not visible. No clinical consequences were reported to the patient due to this event.